Event description:
Patient was coming out of open heart surgery. 2 samples collected as same time, same site on patient. One sample went to hematology one went to respiratory where at 12:40pm, the suspect analyzer reported hemoglobin of 8.6 g/dl. At 13:20pm, hematology reported hemoglobin 10.7 g/dl. Patient was not treated off of suspect device result.